Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the foreign material was not determined. During a follow - up with the user facility, it was confirmed that: although the facility was trained by an olympus field service representative in accordance with the instructions for use (IFU), the customer indicated that there may have been a possibility that the scope was insufficiently brushed and not correctly reprocessed prior to device pickup and inspection. Consideration ¿ given the above information provided by the customer a possible cause could have been due to insufficient reprocessing of the scope. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned a evis exera ii duodenovideoscope to the service center for an annual inspection. During a standard inspection and estimation of the returned device, foreign material was found on the forceps elevator. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered yellowish/brown colored foreign material on the forceps elevator that could not be identified, due to insufficient cleaning or handling of the scope. Upon further inspection, it was observed that water-tightness was lost due to a pinhole in the universal cord. It was also observed that the adhesive of the bending section cover was detached. It was observed that the forceps channel port had a dent due to handling. It was also observed that the suction cylinder was shaved. It was observed that the bending angle in all directions was out of standard value due to wear of the angle wire. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: objective lens, light guide cover glass, connecting tube, switch 1, scope connector, scope connector cover and on the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.